Manufacturer narrative:
(B)(4). The complaint could not be confirmed because no device was returned for analysis. Complaint information is trended on a regular basis to determine if further investigation is warranted. We did not receive a batch or lot number for the product involved in this complaint; therefore, we were unable to check manufacturing records for any related non-conformances. Additional information requested and received: was it identified what color cartridge was used in the vicinity of the bleeding? Green. During the reoperation, was the staple form noted? No. Were any blood products required? 3 units of blood were given to patient. No hemostatic agents used. How soon after original operation did event occur? 2 hours. How was the bleeding diagnosed? Tachycardia. What is the current patient status? Unknown.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, the surgeon performed a routine laparoscopic sleeve gastrectomy using three black reloads and three green reloads; all with seam guard. The stapler functioned as expected. The staple line was inspected and appeared to be hemostatic. However, shortly after surgery, the patient had to be brought back to the or to address a small bleeder from the staple line, via a laparotomy. The bleeder was resolved with clips and energy.